Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, reset error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 326 mg/dl. The drive support cap was normal and recessed. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.